Event description:
It was reported that balloon rupture occurred.A 3.50mm x 15mm NC Emerge balloon catheter was advanced for dilatation. However, during the procedure, it was noticed that the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications reported. The patient was in good condition.

Manufacturer narrative:
GOOD FAITH EFFORT ATTEMPTS WERE MADE TO TRY AND RETRIEVE ADDITIONAL DETAILS REGARDING THE REPORTED EVENT, BUT FURTHER INFORMATION WAS UNABLE TO BE OBTAINED.

Event description:
IT WAS REPORTED THAT BALLOON RUPTURE OCCURRED. A 3.50MM X 15MM NC EMERGE BALLOON CATHETER WAS ADVANCED FOR DILATATION. HOWEVER, DURING THE PROCEDURE, IT WAS NOTICED THAT THE BALLOON RUPTURED. THE DEVICE WAS REMOVED AND THE PROCEDURE WAS COMPLETED WITH A DIFFERENT DEVICE. NO PATIENT COMPLICATIONS REPORTED. THE PATIENT WAS IN GOOD CONDITION.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.Investigation Results:Device Analysis Findings:The device was discarded and will not be returned for analysis; therefore, a technical analysis could not be performed.Device History Record Review:It was confirmed that this device met manufacturing specification prior to distribution and there no manufacturing deviations which could have contributed to the reported event.Labeling Review:Review of the Instructions for Use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event.Risk Review:A Risk Review was performed and confirmed that the event was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.Investigation Conclusion:This investigation is assigned a most probable investigation conclusion code of Cause Not Established. The device was not returned for analysis, and no image or procedural media was received. Additional information was requested form the customer regarding the reported event however, no new information was received. Based on the available information, a clear conclusion for the reported balloon rupture cannot be established.